Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, placement of the sutures was attempted in the mildly tortuous right common femoral artery with a proglide device using the preclose technique. Reportedly, the knot of the suture seemed loose when harvesting. A second proglide device was used with the same result. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath size used for the preclose procedure is not known. The sheath was upsized to 22f for the aaa procedure. When the aaa procedure was completed the successfully preplaced sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that a 7f sheath was used for suture placement in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Reportedly, a 22f sheath was used in the procedure. It should be noted that the instructions for use, states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the information reviewed, there is no indication of a product deficiency.